Event description:
It was reported that the user experienced hypoglycemia to 54 mg/dl after a dinner announcement followed by several correction doses within approximately 1 to 1.5 hours, and the user was advised that treating the low would enable the ilet algorithm to adapt. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose tablets and resolution without hospitalization. Troubleshooting and education were provided, including guidance on treating hypoglycemia and allowing the algorithm to learn. Investigation included complaint handling and user coaching; no device malfunction was reported or observed. Investigation of this case revealed no confirmed device failure and an unclear cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.